Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have running ventilator on test lung and perform the extended self test (est) and short self test (sst). The customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing.